Event description:
Customer reported multiple occlusion alarms while attempting to bolus. Customer's blood glucose level was impacted (350 mg/dl). Customer reverted to manual injections.

Manufacturer narrative:
The product has not been returned for eval. Should new relevant info become available a supplemental report will be submitted.